Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The monitor failed incoming functionality testing. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause of the failure could not be determined. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) during the evaluation of a patient death. During servicing, a reportable device malfunction was discovered.